Event description:
The complainant reported that during the replacement of an enteral feeding device, low profile button, an obturator was used to stretch the inner bolster, when the bolster detached and remained in the stomach. The physician removed the bolster with the aid of an endoscope. There were no reported complications to the patient.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.